Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a type 1 bicuspid annulus with a calcified raphe. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, incomplete stent opening (iso) was noted and mitigated as per the established steps and the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, moderate aortic regurgitation was noted and treated medically. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a non-abbott balloon; regurgitation remained unchanged. On an unknown date, the patient was developed with heart failure. On (B)(6) 2026, a non-abbott valve was implanted by performing a valve-in-valve procedure resulting in no leak. The patient had an extended hospitalization. The patient was in a stable condition and subsequently discharged.